Event description:
During use of the device for a non-clinical exercise, when the pump changes status and the occluder response, the occluder's actual state (closed or open) was not expressed accurately on the occluder slider on the central control monitor. There was no patient involvement during this exercise.

Manufacturer narrative:
Evaluation in progress, but not concluded.